Event description:
Journal article reported a pt with an intraocular lens (iol) implant had a "runaround" anterior-to-posterior capsule tear. The lens was placed in the sulcus and the pt's vision fluctuated. The lens was decentered nasally. Add'l info received from the surgeon reported he exchanged the lens with a different lens model and sutured it to the iris. The pt is doing very well and is happy with the results.

Manufacturer narrative:
The prod was not returned for analysis. Prod history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Source of event is published literature. Lens model involved is not meant for placement in the ciliary sulcus. Add'l info was requested and received from the surgeon in 2008.